Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Patient requested.

Event description:
Patient was non-compliant and dislocated his hip while trying to put his shoes on.

Manufacturer narrative:
An event regarding an alleged dislocation involving a trident 10° x3 insert 36mm ID was reported. The event was not confirmed. Method and results: device evaluation and results: no devices were available for analysis. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review; found no other events have been reported for the reported manufacturing lot. Conclusions the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re evaluated.

Event description:
Patient was non-compliant and dislocated his hip while trying to put his shoes on.